Event description:
Customer states, upon of setting up the bed frame, per dealer, he noticed one of the half rails would not lock in place. The pin on the mounting bracket pictured on the left is too short. It springs in and out the way it should, but its just not long enough to hold the rail up. It just flops right down. The other one is fine.